Event description:
Information was received from a consumer's family regarding a trial patient. It was reported that patient started with the trial on (B)(6) 2016 for urinary retention, fowler's syndrome. Patient never felt stim in the bicycle seat area. She felt stim in the butt and down her left leg. Patient was instructed to change some programs on (B)(6) 2015. Since (B)(6), patient started feeling pain in her left foot, in her heel and she could not walk on her heel. The reporter thought patient was back to her original p1. The pain went away when patient turned ens off. When it was on, patient felt stim in the butt, leg and when she walked, she felt it in the heel. Patient only had one lead. Patient spoke to manufacturer representative a day prior to this call. It was indicated that patient never had therapeutic effect and she was voiding through catheter. The changed in symptoms was considered sudden. A couple days later, the healthcare provider (hcp)reported that they did a lead removal and lead revision on (B)(6) 2016. It was noted that the cause was normal response and patient did not tolerate. The reported of stimulation down leg and pain in foot and heel had been resolved. The bandage was bloody from incision.